Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocar fell off during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The returned trocar cannula hub assembles were visually inspected. Sample was found to be non-conforming with the hub separated from the cannula. There was presence of adhesive inside of the hub and on the outer diameter (od) of the cannula. Samples 2 and 3 were found to be conforming. Sample 2 and 3 were then functionally tested for push out test and were found to be conforming. Functional testing could not be performed on sample 1 due to the damage of the sample. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo 1 confirms the hub is separated from the cannula. Photo 2 confirms the reported product no lot information. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation; however the attached customer photos confirmed the reported issue of the trocar hub separated from the trocar cannula. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation of the returned customer photos confirmed the reported issue of the trocar hub separated from the trocar cannula, how and when the trocar cannula and hub became separated cannot be determined from this evaluation. Since no sample was returned for evaluation the root cause for this complaint cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).